Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear alarm and rewind process and self test was passed. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring = black. Customer complained about the unit having pump error 54 and pump error 3 on event date of (B)(6) 2021. Note: unit received with reason code a355 (pump error 55); description from sap states pump errors 54 and 3. Pump passed displacement test, self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thus software. Pump error 54 (file number = 32122, line number = 1421), esf#: esf3010978, was present in the history download on event date of (B)(6) 2021 22:15:47.000 due to a software defect. Pump error 3 confirmed on (B)(6) 2021 22:15:49.000 in consequence of pump error 54. No pump error 55 noted during testing or present in history trace files. The electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage and damaged display window cover. In summary, pump error 54 and pump error 3 confirmed in history trace files isolated to the electronic stack. Pump error 55 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.